Event description:
It has been reported that during use, the defibrillator provided inconsistent audio prompts, including repeated instructions to remove yellow protections and reposition electrodes that were already correctly placed, and remained in ¿analysis in progress, do not touch the patient¿ mode without delivering a shock.